Event description:
The user facility reports incident of air the extracorporeal circuit. A portion of the pt's blood was not returned resulting in ebl = 50cc. No pt injury or need for medical intervention is reported.